Manufacturer narrative:
E1: patient city: (B)(6), patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. The patient reported that the infusion set got leaked event on (B)(6) 2024. The infusion set been in use since two days. It was confirmed that leakage is found in tubing.no stress or pull on the infusion set tubing reported. No further information was available.